Event description:
Complainant alleged that while using one-step complete electrode pads to treat a male, pt, in cardiac arrest, they observed arcing/sparking under the pad after two rounds of CPR. The one-step electrode pads were changed and the same defibrillators was used to deliver several shocks to the pt. Complainant indicated that the pt subsequently expired. However, it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.